Manufacturer narrative:
Device not returned. The device was not available for evaluation. Lot code was not provided. Conclusion: the established cause of the event is multifactorial.

Event description:
It was reported that; the ring came off of the screw upon insertion.